Event description:
It was reported that the clinical subject experienced stiffness of the right knee following surgery. The event was treated via manipulation under anesthesia. The outcome of the event is considered unknown.